Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio disassembled and reassembled the device was still unable to find any issues with it. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were attempting to monitor a patient. The customer confirmed that there were no adverse effects to the patient as a result of the reported issue. No further patient information was available or provided.

Manufacturer narrative:
Based on the information available, physio-control has determined that it is reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory 3rd party usb data cable was connected to the device. The customer confirmed that the 3rd party usb data cable was disposed of and will not be returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were attempting to monitor a patient. The customer confirmed that there were no adverse effects to the patient as a result of the reported issue. No further patient information was available or provided.